Manufacturer narrative:
H10: manufacturing review: a lot history review was completed, which identified that this is the first complaint record for this lot number. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the sample was not returned. The investigation is therefore inconclusive due to no sample return. The definitive root cause could not be determined based upon the available information. H10: d4 (expiry date: 07/2021).

Event description:
It was reported that during an activation attempt, the venous catheter allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2021).

Event description:
It was reported that during an activation attempt, the venous catheter allegedly failed to activate. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used. There was no reported patient injury.